Manufacturer narrative:
The referenced monitor was not returned to the service center for evaluation; therefore, the exact cause of the reported event cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The olympus sales representative reported that the customer's two high definition liquid crystal display monitors were having start-up problems. The two monitors that had not been used for some time had over a minute delay when turned on before producing the olympus screen on the monitor. No patient injury or harm was reported. This report is for monitor 1 of 2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the device inspection results and the internal risk summary tool, this supplemental report is to inform that upon further review this is not a reportable malfunction or a potential adverse event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The investigation determined that it takes some time to display, but it works normally and does not affect the diagnosis result and the completion of the procedure because activation and video switching are not performed during treatment.